Event description:
Info received indicates the brake or steer is not working at one end of the stretcher.

Manufacturer narrative:
The technician isolated the issue to a screw missing on the brake/steer linkage. He replaced the brake/steer linkage to repair the stretcher.